Event description:
At the beginning of the procedure, the physician felt the laser delivery probe was not working. The physician started the procedure at 4000 msec duration and 1650 mw power. The physician did not feel this was working, so the physician then went to 2000 mw, 2250 mw, and up to 2500 mw power. The physician reported hearing a "pop" sound at 2500 mw and observed two conjunctival burns. At this time, the probe tip was observed to be smoking.